Event description:
It was reported by (B)(6), that during an unspecified surgical procedure, it was discovered that the attachment device ¿cannot hold the saw blade correctly.¿ there were no delays to the planned surgical procedure as a spare device was available for use. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device housing was worn out and there was a bearing and mechanical defect. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning which caused the device to be dirty, soiled and corroded which is caused by misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.